Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. Customer has verified test set up by using on another unit. Provided part number for the flow sensor assembly and discussed installation. The customer installed the replacement air/oxygen flow sensor assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
It was reported that the ventilator was failing the air flow testing during performance verification testing. No patient involvement. The customer troubleshot with technical support. The customer was provided with part for the flow sensor assembly. There was no patient involvement.